Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was not reviewed as the lot number for this device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Event date sometime in 2001. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00912.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation and a second revision approximately 10 years later. About 1 week after the second revision the patient reports dislocating while turning in bed. The patient underwent a closed reduction under anesthesia, but reports continued dislocations and pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.